Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experience discomfort at both anchor sites. Surgical intervention was undertaken wherein both anchors were explanted and replaced. Issue resolved and therapy was restored.